Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead .product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead .other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 16-may-2025, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 16-may-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was feeling more rib stimulation and a loss of lower extremity stimulation. They had x-rays taken and it was determined that the leads were slightly lateral. Mapping of the patient was performed to confirm they were only receiving rib stimulation. The patient noted that the way they get up from their chair could have led to the migration issue. The healthcare provider and the patient wanted to move forward and replace the percutaneous leads with a paddle lead. The issue was noted as being resolved.